Event description:
Conmed japan reported on behalf of a customer that the as-ifs1, airseal ifs, 120v device was used in a robot-assisted distal pancreatectomy or laparoscopic pancreaticoduodenectomy procedure on an unknown date, and ¿a pneumothorax occurred.¿. The procedure was completed. In response to a request for further information, it was indicated that "since this event occurred in the past, all information is unknown.". There was no report of a device malfunction. This report is being raised due to the reported injury of pneumothorax.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. A device history record (DHR) review cannot be conducted as a serial number was not provided. The service history review cannot be conducted as a serial number was not provided. (B)(4). Per the instructions for use, the user is advised that intrathoracic pressures greater than 15 mmhg may increase the risk of cardiovascular collapse. Ensure full deflation of the passive lung at initial insufflation. Maintain intrathoracic pressure at 5 ¿ 10 mmhg using the lowest pressure possible to allow for adequate visibility. Insufflate at 1 ¿ 3 lpm. It is also advised that the insufflation of co2 should be done carefully and while monitoring the patient¿s response. The user, particularly the anesthetist, should be informed about possible cardiovascular and respiratory problems of the patient and monitor these intra-operatively. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
Conmed japan reported on behalf of a customer that the as-ifs1, airseal ifs, 120v device was used in a robot-assisted distal pancreatectomy or laparoscopic pancreaticoduodenectomy procedure on an unknown date, and ¿a pneumothorax occurred.¿. The procedure was completed. In response to a request for further information, it was indicated that "since this event occurred in the past, all information is unknown.". There was no report of a device malfunction. This report is being raised due to the reported injury of pneumothorax.